Manufacturer narrative:
(B)(4). A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b not loading was confirmed during product evaluation. The root cause of the reported problem was determined to be debris in the channel. Appropriate action was taken to correct the reported problem by cleaning the dirt out of the pump head module channel. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "channel b not loading." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.